Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31684784l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac block/ventricular fibrillation/cardiac arrest that required direct current (dc) shock and cardiac massage. First it was reported that the tag set up screen disappeared. The acquisition button would not become active unless the potential was clicked. The timing was when "ripple" was started/when obtaining "paso pm" with optrell. These issues with the optrell and carto 3 system are not considered MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. Then it was reported that patient had cardiac block. Ventricular tachycardia (vt) was induced after post-ablation induction and it progressed to ventricular fibrillation (vf). Dc shock was performed, but the patient went into cardiopulmonary arrest (cpa). Repeated cardiac massage was administered, and spontaneous cardiac activity was eventually restored. Extended hospitalization was not required. The patient improved. The physician's opinion on the relationship between the event and the product is that there was no causal relationship.

Manufacturer narrative:
On 2-mar-2026, additional information was received indicating the physician's opinion on the cause of the adverse event was the patient's condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).